Event description:
Port placed 9/21/93 for long-term antibiotics. At completion of therapy, the pt was placed on port care. When the port was flushed on 5/18 there was no blood return but it was easily flushed. When flushed with 20 cc ns, pt developed swelling about 2 inches above the needle insertion site. The pt was instructed to see the dr and get an x-ray. Pt saw the dr on 5/19/94. Pt had an x-ray on 5/20 which revealed tail of port separated from the body of the port. The tail of the port was removed on 5/20 and the body will be removed in the next few days.